Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn quality control results were obtained on a vitros 5600 integrated chemistry system. There was no indication that an instrument issue contributed to the event. The investigation could not determine an assignable cause. A vitros dgxn reagent issue, improper pre-analytical fluid handling protocol or the mas control fluids in use cannot be ruled out as contributing factors to the event.

Event description:
The customer obtained lower than expected vitros dgxn quality control results (mas level 3= 0.48, <0.4, 0.47, <0.4, <0.4, <0.4, 0.53 vs. Expected 2.0 ng/ml) processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number four of seven MDR¿s for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. (B)(4).